Event description:
Reportable based on device analysis completed on 01jul2025. It was reported that the coil premature deployment occurred. The patient undergone an endovascular procedure involving thoracic aortic stent grafting with subclavian and common carotid artery reconstruction using the chimney technique. However, a small endoleak was noted at the subclavian artery origin after stent deployment. A 15mm x 40cm interlock .035 was selected for use in an embolization. However, upon opening the packaging, it was noted that the coil was prematurely deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the interlock .035 was returned with a non-boston scientific catheter (4f) for analysis. Visual and microscope inspections revealed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification.